Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the xenon light source had light flickering and goes out. The issue occurred during inspection for use. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11 corrected fields: h6 (f26 removed) the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: dim light. A root cause could not be identified. Based on the results of the investigation, it is likely the that due to poor contact with the lamp, the light is dim and resulted in flickering light which ultimately went out. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.